Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 3.5 x 28mm stent delivery system (sds) was returned. The stent detached and separated from the sds and was not returned for analysis as it remained in the body. The balloon cones were reviewed and no issues were noted. There was no evidence of positive pressure being applied to the balloon. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all were within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple inner shaft polymer shaft extrusion kinks. There was also a midshaft kink 25mm distal to the port bond. The bi-component bond showed no signs of damage or strain. A visual examination found tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the very tortuous mid left anterior descending (lad) artery. A 3.50x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the device was unable to cross the lesion. While the device was removed from the patient, the stent came off from the balloon in the distal left main/proximal lad. The physician attempted to remove the dislodged stent by a snaring device but was unsuccessful as the dislodged stent was trapped in the calcium. The stent delivery system was removed from the patient. The dislodged stent was crushed into sidewall of the vessel and was covered with another stent. The procedure was completed. The patient was discharged and no patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the very tortuous mid left anterior descending (lad) artery. A 3.50x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the device was unable to cross the lesion. While the device was removed from the patient, the stent came off from the balloon in the distal left main/proximal lad. The physician attempted to remove the dislodged stent by a snaring device but was unsuccessful as the dislodged stent was trapped in the calcium. The stent delivery system was removed from the patient. The dislodged stent was crushed into sidewall of the vessel and was covered with another stent. The procedure was completed. The patient was discharged and no patient complications were reported.